Event description:
It was reported that the device exhibited a 'bulk output does not work' alarm. There was unknown patient involvement.

Manufacturer narrative:
E1: phone (B)(6) . B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found a broken bolus socket pin. Functional testing was able to confirm the reported problem. To address the issue, the bolus socket was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.